Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the packaging was deformed was confirmed and the cause appeared to be associated with prolonged exposure to excessive heat. The source of heat was inconclusive. Two photos were provided for investigation. One photo showed the tyvek lid and label of a huber plus infusion set with part number 012034ny and lot number reds1094. The second photo showed deformation in the tray and flange that appeared to be attached to the tyvek lid. Portions of the tray flange appeared to be pulled away from the lid due to the deformation. This type of damage can occur from prolonged exposure to excessive heat, and the damage was most likely associated with shipping or environmental conditions outside bd control. Autoclaving can also cause excessive heat. The trays should not be re-sterilized. The instructions for use (IFU) states, ¿do not use if package is damaged¿. Since the deformation was observed in the photos, the complaint was confirmed; however, there was insufficient evidence to determine the root cause of the damage. A lot history review (lhr) of reds1094 showed 68 other similar product complaint(s) from this lot number.

Event description:
It was reported that the plastic packaging is deformed and peels off, which leads to the loss of sterility of certain needles. It was stated this occurred with 29 needles. This report addresses the first needle.